Event description:
It was reported the patient was ¿having a lot of trouble with hers, it wasn¿t working because of a knee operation and now it was working and killing her.¿ it was stated the patient was at 1.9 volts and that was ¿fine¿ but then she had knee surgery in june 2013 and ¿it didn¿t work at all (a little bit) but not like it was supposed to.¿ reported the patient¿s daughter ¿put it on her today and at first it didn¿t turn on and then it did and gave the patient an undesirable sensation.¿ the patient wanted to know how high it could go because maybe she would ¿need to go higher with it to get it to work again.¿ the caller was redirected to her healthcare provider.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va066zz, implanted: (B)(6) 2013, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).